Event description:
The patient reported 'stomach bug' like symptoms one date after receiving her 2nd shot of orthovisc in the right knee on (B)(6) 2013. The patient reported the symptoms are on-going with no relief of knee pain. The patient is able to walk on the knee and has no history of knee surgery. The patient is currently on pain medication for her knee. Updated (B)(6) 2013: the patient stated her symptoms still persist to this day. The patient reported that her primary care and ra believe it is a stomach virus and not related to orthovisc. She was prescribed medication for the nausea. The patient reported that she is also on a monthly infusion of actemra for ra. The pt reported that nurse who administers the actemra believes it might be related to actemra.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.